Event description:
The customer reported that the device at times fails to power up and fails to power down which could impact the delivery of therapy. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device at times fails to power up and fails to power down which could impact the delivery of therapy. There was no pt involvement. This complaint is still being investigated.. A follow-up report will be submitted upon completion of the investigation.